Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator (eri) warning. The eri warning was cleared and the longevity then showed to be 10 years. The patient was doing well.